Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 88mg/dl on before lunch. Caller states glucose is normally 144-150mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).